Manufacturer narrative:
Additional information received from the local field representative confirmed there were no adverse patient effects as a result of this issue. The physician planned to monitor the lead. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in the storage of some non-sustained ventricular tachycardia (vt) episodes. The patient was tested in clinic and the lead sensing configuration was changed to bipolar. In bipolar, there was undersensing and the device continued to pace even after increasing the sensitivity and decreasing the lower rate limit. The device was then programmed back to unipolar sensing and intrinsic r-waves were measuring 4 mv. The sensitivity was changed to 3 millivolts (mv). The noise was still present but was no longer being sensed by the device. There was no indication of any abnormal lead measurements. No adverse patient effects were reported.